Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing pump reset information, and the malfunction did not recur after the reset. The caller was instructed to contact support if the malfunction recurs within 24 hours, and they acknowledged and understood this guidance, opting to restart their sensor and resume insulin deliveries independently.